Event description:
It was reported there was a confirmed flipped pump. A revision was required as a result of the event. The pump pocket was accessed and a mesh pouch was put over the pump and the healthcare provider (hcp) tacked it down again with suture. It was noted the cause of the product issue was the pump sutures had broken off in all corners except one. The product issue was resolved. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced pain at the device pocket. The patient had (B)(6) pain relief from therapy and was only having pain from the pocket where the pump was flipping. The pump was now anchored properly with the mesh pouch and the patient was doing fine. It was later reported the sutures broke because of the pump moving around in the pocket so much and the doctor thought he did not suture securely the first time. The drug being delivered via the device system was morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer indicated the pump flipped twice and required 2 revisions to flip the pump back over. The mesh pouch was placed at the most recent procedure. No further information was provided.